Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a literature published by department of orthopedic surgery, (B)(6) medical center in (B)(6). The title of this report is ¿proximal femoral shortening after cephalomedullary nail insertion for intertrochanteric fractures¿ published on february 22, 2017, which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at doi: 10.1097/bot.0000000000000835. This report includes research done on 48 patients between the period 2011 and 2013. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses (2) cases of fixation failure. The report states: 2 patients presented with peri-implant fractures; however, these fractures occurred distal to the nail tip and therefore were not regarded as primary fixation failure.